Event description:
It was reported that during a lap cholecystectomy procedure, the clips were comming out misshapen. There was no pt consequence. Unk how case was completed.

Manufacturer narrative:
Info anticipated, but unavailable at this time.